Manufacturer narrative:
B3: the patient reported that they had two episodes of peritonitis in 2023. The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced two episodes of peritonitis. It was reported that the cause of peritonitis was ¿unhealthy diet¿. The patient was treated with ofloxacin. Hospitalization, patient outcome, and action taken with pd therapy were not reported. The reporter declined to provide additional information.